Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose was 270-300 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg); cause was not known. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg and insulin delivery was resumed.